Manufacturer narrative:
PMA/510(k) #: exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that a patient had a 12french ultrathane mac-loc locking loop biliary drainage catheter placed in the biliary tree on (B)(6) 2018. The patient realized the tube was leaking just under the hub a few days later and wrapped it. The device was in place for six weeks. The physician learned about the leakage (B)(6) 2018 (exact date of event is unknown). A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence.  According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The product is reportedly to be returning to the manufacturer. However, the device has yet to be received.

Event description:
No new event description information to report at this time.

Manufacturer narrative:
D10: product received on: 04oct2018. Investigation/evaluation: a review of the complaint history, device history record, documentation, drawing, instructions for use (IFU), manufacturing instructions, quality control, specifications, as well as a functional test, visual inspection and dimensional verification of the returned device was conducted during the investigation. One unlocked 12.0fr mac-loc catheter was returned for evaluation in used condition. The distal portion of the catheter was completely dark brown and biological matter was present throughout the device. No additional surface damage was noted. A leak test was conducted and confirmed the presence of a leak between that catheter tubing and connector cap. Tug and twist tests revealed that the proximal assembly was secure, however the tubing was capable of freely rotating within the cap. Upon removal of the connector cap, the suture string was found to be heavily wound in the threads. The flare appeared to be slightly lopsided, but due to the compression of the flare within the cap and the potential for damage upon removal, it cannot be determined if the flare was manufactured to specifications. Dimensional analysis confirmed that the device and components were manufactured to the correct specifications and tolerances. However, upon visual inspection, the number of adapter threads showing exceeded what was detailed in manufacturing specifications, indicating nonconforming product. Additionally, a document based investigation evaluation was performed. Based on the review of current documentation, inspection activities are in place to prevent the release of nonconforming product related to the reported failure mode. A review of the device history record could not be conducted due to the lot number being unknown. Based on the information provided, examination of the returned product and the results of our investigation, a definitive root cause could not be established. A likely cause could be traced to manufacturing, as too many threads were seen on the adapter of the device. Appropriate measures have been taken to address this failure mode. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.